Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one dst series orvil automatic 21mm device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned product confirmed the products met specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a roux-en-y, the device was passed as normal and through the pouch. Upon seating, a single side of the suture was cut as normal. There was a lot of difficulty getting the clear tube/suture to release from the post. A lot of tension was being placed on the pouch as a result. The tube finally release and the anvil itself turned horizontally because of the forces placed upon it. This in combination with the tension placed on the suture cased the tissue around the post to tear, rendering an enlarged hole around the post. The suture was forced to place a suture in the tissue to close the enlarged hole. The stapler was then introduced and connected to the anvil as normal. It appeared that the anatomy was tight and tense compared to normal. As the spike on the stapler was closed, the hole around the post was becoming enlarged and stretched. Once the stapler was fired, the staple line was clearly visible. The proximal doughnut ring was extremely thin on one side, which easily tore free upon inspection. An air leak test was negative via endoscopy, but considering the visibility of the staple line, the surgeon decided to over-sew the staple line on the pouch with 4 sutures. The current patient status is fine. Injury: enlarged hole around the post of anvil in the gastric pouch, which was secured using a suture to close the defect. The tissue was over sewn to protect the exposed staple line. A suture was also placed to tighten the hole around the post. There was a delay in surgical time of more than 30 minutes. The delay did not affect the patient.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.